Event description:
This is a spontaneous case report received from a physician via regulatory authority in (B)(6) on (B)(6)-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The patient has hypothyreosis, which has been treated for 2 years. She had earlier a cyst rupture in left ovary, but it was not operated. The physician reported the patient had symptoms during essure. Her menstrual cycle has shortened a lot to 21 days, bleeding days 6-7; earlier the cycle has been 30 days and bleeding days 3-4. She has hyposensitivity to gluten (celiac disease has not diagnosed but gluten free diet has helped for swelling of stomach). She had strong pain in lower abdomen while coughing; her weight was increasing. Her symptoms were tiredness, vertigo, lower abdominal pain, swelling of abdomen and pain during sexual intercourse; moreover she had eczema and itching in whole body, especially swelling of stomach had been very disruptive for her and it had started after essure has been inserted. The patient had a bad nickel allergy, has been since youth. She cannot use any jewels, not even gold jewels. At least eczema and swelling of abdomen might be because of nickel allergy symptoms caused by essure. She had not menopausal symptoms like sweating during night, she was rather being cold. In 2014, she had e2 (no other specified) and blood follicle stimulating hormone tested and both results were normal. On (B)(6) 2016, a pap test was normal. She had no other gynecologist operations except essure. Status of the patient: clearly swelling of lower abdomen, c ut normal size (as reported), mild soreness during move, bilateral and area mild soreness too, no abnormalities during palpation, breast palp normal. An ultrasound showed normal uterus, endometrium regular 6 mm. Essure implants were in situ bilaterally, both ovaries were normal by size and echo structure. Plan: it is likely that the patient has symptoms caused by nickel allergy and these symptoms have worsened after essure insertion. The reporting physician recommended having essure removal by laparoscopy. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed worsening of symptoms of nickel allergy. A laparoscopy with essure removal was planned by the physician. This event was considered serious due to its medical importance and is listed according essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient had a previous nickel allergy and experienced eczema and itching in whole body after essure insertion. Considering the positive temporal relationship between the event and essure insertion and based on device safety profile, causality cannot be excluded. Additionally, non-serious events with essure were reported. This case was considered incident, since a surgical intervention will be required for essure removal. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 14-jun-2016: ptc global number: (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jun-2016 for the following meddra preferred terms: allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed worsening of symptoms of nickel allergy. A laparoscopy with essure removal was planned by the physician. This event was considered serious due to its medical importance and is listed according essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient had a previous nickel allergy and experienced eczema and itching in whole body after essure insertion. Considering the positive temporal relationship between the event and essure insertion and based on device safety profile, causality cannot be excluded. Additionally, non-serious events with essure were reported. This case was considered incident, since a surgical intervention will be required for essure removal. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 30-nov-2016: perforation questionnaire provided; new events added. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed worsening of symptoms of nickel allergy. She was submitted to a hysterectomy with bilateral salpingectomy and essure was removed. However, she had a small oblong 2 mm condensation in small pelvis (interpreted as device dislocation into abdominal cavity) that could be a part of the insert not found during bilateral salpingectomy. It was also reported that a fragment suspicious of essure remains at lower level of sacrum region (suspicion of device breakage) and she experienced bleeding (seen as genital bleeding). Nickel allergy, device dislocation, genital bleeding and suspicion of device breakage are anticipated according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient had a previous nickel allergy and experienced eczema and itching in whole body after essure insertion. Considering the positive temporal relationship between the event and essure insertion and based on device safety profile, causality cannot be excluded. Although, a large uterine myoma was found during surgery, considering the nature of a device dislocation, the causal relationship with essure cannot be excluded. With regards to genital bleeding and device breakage, a causal relationship cannot be also excluded. Additionally, non-serious events with essure were reported. This case was considered an incident because device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-jan-2017: update to the quality-safety evaluation of ptc. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed worsening of symptoms of nickel allergy. She was submitted to a hysterectomy with bilateral salpingectomy and essure was removed. However, she had a small oblong 2 mm condensation in small pelvis (interpreted as device dislocation into abdominal cavity) that could be a part of the insert not found during bilateral salpingectomy. It was also reported that a fragment suspicious of essure remains at lower level of sacrum region (suspicion of device breakage) and she experienced bleeding (seen as genital bleeding). Nickel allergy, device dislocation, genital bleeding and suspicion of device breakage are anticipated according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient had a previous nickel allergy and experienced eczema and itching in whole body after essure insertion. Considering the positive temporal relationship between the event and essure insertion and based on device safety profile, causality cannot be excluded. Although, a large uterine myoma was found during surgery, considering the nature of a device dislocation, the causal relationship with essure cannot be excluded. With regards to genital bleeding and device breakage, a causal relationship cannot be also excluded. Additionally, non-serious events with essure were reported. This case was considered an incident because device removal was required. According to the product technical complaint, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Follow up information received on 21-oct-2016 from physician: in (B)(6), she had removal of uterus and tube. According to the surgery records the right essure implant was removed but it did not mention the left one. There was a large myoma in the uterus. The patient was having symptoms which might be related to the essure that remained in the abdominal cavity. There was no mention in surgical records that the other essure was removed. According to the x-ray specialist, essure should be visible in native x-ray if essure or parts of it were still in the body. Native x-ray of abdomen was performed due to this and it showed at the point of l1/2-vertabras in small pelvis at the level of lower part of the sacrum's left edge a small oblong 2 mm condensation which might well be a part of insert. The physician is asking advice if it should be removed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and developed worsening of symptoms of nickel allergy. She was submitted to a hysterectomy with bilateral salpingectomy and essure was removed. However, she had a small oblong 2 mm condensation in small pelvis (interpreted as device dislocation into abdominal cavity) that could be a part of the insert not found during bilateral salpingectomy. This insert was not removed. Nickel allergy and device dislocation are anticipated according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient had a previous nickel allergy and experienced eczema and itching in whole body after essure insertion. Considering the positive temporal relationship between the event and essure insertion and based on device safety profile, causality cannot be excluded. Although, a large uterine myoma was found during surgery, considering the nature of a device dislocation, the causal relationship with essure cannot be excluded. Additionally, non-serious events with essure were reported. This case was considered an incident, since device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted to 2951250-2016-00238. Follow-up information received on 21-jul-2016 from the physician:I t was reported that both uterine tubes and essure implants as well as uterus were removed from patient. No additional information will be available. The list of similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 22-jul-2016 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 176 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert)inserted and developed worsening of symptoms of nickel allergy. She was submitted to a hysterectomy with bilateral salpingectomy and essure was removed. This event was considered serious due to its medical importance and is listed according essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient had a previous nickel allergy and experienced eczema and itching in whole body after essure insertion. Considering the positive temporal relationship between the event and essure insertion and based on device safety profile, causality cannot be excluded. Additionally, non-serious events with essure were reported. This case was considered an incident, since device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.